Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the guide wire was returned, analyzed and it was found to be broken. It was noted that the guide wire was kinked, unraveled and appeared damaged at implant.

Event description:
It was reported that during the implant of a left ventricular lead the guide wire "suddenly tore off" during the procedure to probe the coronary sinus. The guide wire was removed and a new guide wire was used to complete the left ventricle lead implant procedure. No patient complications have been reported as a result of this event.